Event description:
It was reported that the device was experiencing inductive telemetry issues. Upon interrogation in clinic, marker anomalies were observed and the inductive telemetry connection with the merlin programmer was lost. A new interrogation was performed and a diagnostic anomaly resulting in an incorrect longevity estimate was observed. Another interrogation was performed which resolved the longevity anomaly, however, the marker anomalies persisted. The device was explanted and replaced to resolve the event and the patient was in stable condition. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported event of inductive telemetry issue, diagnostic anomaly, and marker anomaly were not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed showed normal device characteristics with device able to be interrogated and establish telemetry successfully through inductive wand with merlin programmer. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.